Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented in electrogram (egm) with maximum tracking rate no pacing and pacemaker mediated tachycardia (pmt) appeared to be atrially mediated. Also, health care professional (hcp) reported that patient was intubated. The presenting electrogram (egm) showed that this device appeared to be operating as programmed, the rhythm appeared to be pacemaker driven and ended with algorithm appropriately, and threshold test episodes stored in configured collection period were successful. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.